Event description:
Event verbatim [preferred term]. Burn blister on the back, which was very painful [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer through a pfizer sponsored program brand websites for division consumer healthcare (B)(4). A female patient of unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), on (B)(6) 2017 at an unknown frequency, for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced a burn blister on the back, which was very painful on an unspecified date with outcome of unknown. The patch had been administered in accordance to the instructions. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burn blister on the back, which was very painful [burns second degree] . Case narrative:this is a spontaneous report from a contactable consumer through a pfizer sponsored program brand websites for devision consumer healthcare germany. A female patient of unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), on (B)(6) 2017 at an unknown frequency, for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced a burn blister on the back, which was very painful on an unspecified date in (B)(6) 2017. The patch had been administered in accordance to the instructions. The action taken in response to the event for thermacare heatwrap was unknown. The event outcome was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (30mar2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the reported event burn blister as described in this case is considered serious bodily injuries/unanticipated serious deterioration possibly requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.